Event description:
Dr has not been frank and truthful to rptr and other dialysis pts about reuse dialyzers. Rptr was undergoing dialysis treatment by reuse dialyzers 55 times as well as other dialysis pts at this dialysis ctr. The dialysis staff there will not reveal what type of disinfectant they use for reuse dialyzers or explain any risks to dialysis pts. Dialysis pts are pressured into accepting reuse dialyzers by head nurse and kidney dr. Dr coerces dialysis pts into dialysis treatments on specific type dialysis machines - noncomputerized which causes intense suffering and problems for dialysis pts (of which the dialysis staff there knows well) if dialysis pts refuse reuse dialyzers.